Event description:
It was stated that the customer experienced hypoglycemia and no delivery alarms. It was stated that the insulin pump normally would deliver all the insulin in the reservoir in eight to nine days. However, the insulin pump was now delivering the insulin in two days. Troubleshooting was performed and the insulin pump did not pass the displacement test. The reservoir was empty after the test, but the insulin pump showed that there was still 261.3 units in the reservoir. The insulin pump also alarmed motor error. Nothing further was reported.

Manufacturer narrative:
Additional info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.